Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient's system was explanted on an unknown date due to an unknown reason.